Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high pacing lead impedance was noted on the left ventricular lead. The pacing polarity was reprogrammed to resolve the issue and the patient was stable with no consequences.